Event description:
It was reported that a merlin.net transmission revealed noise on the right ventricular lead which led to inhibition of pacing. The noise was not reproducible in clinic. A lead impedance measurement anomaly and a lead fracture were also reported. The lead was explanted and replaced.